Manufacturer narrative:
Follow-up #1: date of submission 09/27/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/01/2016 with the following findings: a review of the black box (bb) revealed no evidence of short battery life. A 128 replace battery alarm was observed in the bb on (B)(6) 2016 through normal battery usage. The battery cap secured tightly to the pump. The battery compartment was found to be intact. Current draws were within specifications. The pump case was removed; there was no evidence of moisture or loose components found inside the pump. The reported "battery life" issue was not duplicated during investigation. Unrelated to the complaint, a discolored display was observed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, there was a battery life issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.